Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. Due to a cut on connecting tube, water tightness was lost. In addition to evaluation in b5, adhesive on bending section cover had a chip. Due to wear of angle wire, bending angle in up direction did not meet the standard value. The connecting tube had a dent. Connecting tube had buckling. The control unit had a scratch. The scope cover had a scratch. Grip had a scratch. Angulation lever had a scratch. The up/down plate had a scratch. The universal cord had a dent. The universal cord had a scratch. The video cable had a scratch. Light guide connector had a scratch. The video connector had a scratch. The video connector case had a scratch. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported malfunction. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established. However, it is probable that the issue occurred because of stress from repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.

Event description:
An olympus employee reported on behalf of a customer, the visera tracheal intubation videscope experienced a leakage. There was no report of user or patient harm associated with this event. During incoming inspection, the coat of image guide coil was peeling off. This medwatch is being submitted to capture the reportable malfunction found during evaluation.